Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, and yellow particles. A leak test and microscopic analysis were performed which identified a sharp crease opening and stress marks. A void greater than 1 millimeter in the non-textured, valve-to shell-bond area was observed. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening, and creases are observed but have no relationship with manufacturing process.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
Reason for reoperation reported as deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.